Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a blood glucose level of 242 mg/dl. She was thirsty and treated her blood glucose level with the insulin pump. The infusion set cannula was bent. The reservoir had air bubbles. The air bubbles were larger than champagne bubbles. The device was not returned.